Event description:
This patient was enrolled on the heat trial, a (B)(6) clinical trial, and was randomized to the bare platinum treatment arm. The patient is a (B)(6) year old female who presented with a ruptured aneurysm located on the anterior communicating artery. The patient's aneurysm was coiled on (B)(6) 2014. Prior to aneurysm embolization, a right frontal evd was placed. CT head after evd placement showed no intracranial hemorrhage. The aneurysm was then treated. Post-op CT head showed asymptomatic hemorrhage along the tract of ecd and within right lateral ventricle. A 2 mg alteplase was instilled into the evd which restored its patency. The patient was recovered on (B)(6) 2014. The event was reported as an sae since it resulted in medical or surgical intervention to prevent further permanent impairment to body structure or body function.